Event description:
I had the essure implants in 2005 after my third premature delivery. I was essentially not given a choice, was assured they were safe and that is how tubal ligation is done these days. It was safer and less invasive, I was told repeatedly. From the first month, I complained repeatedly about the pain and they didn't feel right. I was assured they were in place and are doing their job. I was told the cramping was due to my essure and there was nothing abnormal. Four years later, I discovered I was pregnant. I was told then that one implant was missing and the other is now embedded in the side of my uterus. I lost my daughter at 23 weeks. She weighed two pounds and lived thirty two minutes. I had my tubes tied because I can't carry to term. I now need a hysterectomy, but as a single mother and full time caregiver for my father. I can't afford time off work or life.